Manufacturer narrative:
The company service representative examined the system, confirmed, and replicated the reported event. The company service representative determined the reported event to be attributed to cassette failure rather than a system nonconformity. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The cassette pak was not returned for evaluation; therefore, the condition of the product could not be verified. The finished goods lot number was not provided, the device history record (DHR) and lot number history could not be reviewed. The root cause of the reported event can be attributed to a nonconforming cassette, unrelated to system functionality. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received stating the secondary procedure was performed and completed on (B)(6) 2019 without any issue.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported the cutter test passed and the actuation sound could be heard but the cutter did not acuate. The staff replaced the cassette 3 times but the issue did not resolve and a system message displayed. The event occurred after the cataract surgery portion while they were moving onto the vitrectomy. The procedure was aborted and scheduled for the 11th of july.